Event description:
I inserted dexcom g7 sensor in my arm and it stopped working proximately two minutes after that. Week earlier another dexcom g7 sensor stopped working four days after the insertion. Someone needs to look into the quilt of this product. I found a lot of compliments online. Health code: 4582. Device code: 2588. Reference report: mw5174342.